Event description:
It was reported that the pump touch screen had blue lines on the screen resulting in customer's inability to interact with the pump. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.